Event description:
According to the reporter: the balloon was found broken while surgeon performed the surgery. The surgery was completed by using a new device. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).